Event description:
The case was a hartmanns reversal. I had some difficulties - but not with gun removal. The first go, when tightening it up to 'finger tight' it did not close smoothly - during the closing process. I went ahead and fired it, but the proximal donut was incomplete and also the white washer did not break. I converted to open and the proximal end there was mucosa pouting out. I redid the anastomosis with a second gun. This time is seemed to close smoothly. I fired it but on inspection of the donuts I only had a complete mucosal ring not muscle too despite me feeling that I had taken huge bites during the purse string, of the proximal donut also the white washer did not break. I did a leak test and it looked fine - I did flexi sigi and the anastomosis looked ok but I decided to defunction with an ileostomy as I felt it hadnt been smooth. On reflection afterwards I think I should have used a bigger gun. His proximal colon was wide compared with normal and would have prob taken a cdh33 even and I think this is what caused the mucosa to rouche up and end up pouting out of the gun the first attempt. No delay in surgery or patient impact.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the user receive audible or tactile feedback when firing the device? Did the surgeon squeeze the firing trigger with firm, steady pressure in once continuous stroke until the firing trigger touched the device body? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/11/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: did the patient receive any preoperative chemotherapy or radiation? No, patient had diverticular disease what healthcare professional fired the device and what is his/her experience with the device? Miss ac, consultant general surgeon ¿ highly experienced with the manual cdh where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle to low b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? When closing device, it didn't close smoothly. Built resistance whilst tightening then felt the device ¿give¿ but continued to tighten normally. Continued with firing but was not comfortable with sensation experienced during tightening and re-did the anastomosis. When checking doughnuts ¿ proximal doughnut was incomplete with mucosa being visible/pouting was the device difficult to fire? No did the user receive audible or tactile feedback when firing the device? Yes did the surgeon squeeze the firing trigger with firm, steady pressure in once continuous stroke until the firing trigger touched the device body? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? X2 did the healthcare professional receive audible & tactile feedback when firing the device? Yes was a complete transection of the white breakaway washer visually confirmed? No ¿ breakaway washer had not transected were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No, and difficult to visualize as staples not visible what is the current status of the patient? Patient is at home and doing well.